Manufacturer narrative:
Exact date unknown, event occurred in 2019. Explanted in 2019.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336700, model: sc-8336-70, serial: (B)(6), batch: 7016805.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. Additional information was received that the reason for explant was due to patient had surgery. All device components were explanted and will not be returned as they were discarded by the medical facility.